Event description:
It was reported by the patient of hearing device tones while using an (B)(6). The patient went to the clinic where the patient was asked to lay down and use the (B)(6) the same as at home. The patient was successful at reproducing the magnet mode tone. It was found that the magnets on the (B)(6) case caused the magnet mode to tone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).